Manufacturer narrative:
(B)(4). The serial / lot number was not provided, therefore, no manufacturing date is available. The unit was discarded by the customer, so the device will not be returned for evaluation.

Event description:
It was reported that during patient use, a size 4 tracheostomy tube (model, lot number, and expiration date unknown) allegedly had a long, sharp inner cannula that "beveled out" at the end which irritated the patient's trachea. It is unknown know how long the tracheostomy tube had been in use. The patient's tracheostomy tube is reportedly changed on a monthly basis. The device was replaced at the facility without any reported patient harm and the patient is reported to be doing "ok". There is no report of death or serious injury associated with this event.